Event description:
A 33-yr-old w/ml presented to the ed after noticing prosthetic valve not clicking. Pt became sob, diaphoretic, and with left sided chest pressure radiating down left arm. Upon arrival in the ed, pt was noted to be in flutter, pulmonary edema, and with suspected value malfunction. Pt was sent to or for emergency salvage operation. A prosthesis was placed after removal of valve disc which had migrated to the abdominal aorta after apparent fracture of the minor strut. An intra-aortic balloon pump was placed. Despite massive inotropic support, medical mgmt and placement of the other co's valve, the arterial oxygen saturation rapidly decreased and subsequently he hemodynamically, rapidly deteriorated. The pt degenerated into electromechanical dissociation and was pronounced dead.